Event description:
Procedure type: seps. According to the reporter: rupture of the balloon during inflation. No injuries for the pt, the device was not used on the pt. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported. Lot number is not available.

Manufacturer narrative:
(B) (4).